Event description:
Pt had neopicc placed in 2004 for prolonged venous access and IV antibiotics. Catheter was placed via the right saphenous vein without difficulty. The catheter demonstrated good blood return and flushed without difficulty. Four days later phlebitis was noted on the right leg along vein pathway to lower groin area. The PICC was removed intact without difficulty.